Manufacturer narrative:
As the product was not returned, we were unable to identify a definite root cause. We do not believe that there is any evidence of a device malfunction or any deficiency with the instruction for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.

Event description:
During ffr measurement, the coronary artery developed a dissection which required immediate intervention with placement of a stent. No further info is available. Despite attempts, no add'l info was received.